Event description:
A malfunction occurred on the customer's pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not taken any corrective actions before contacting technical support. Technical support assisted the customer in resetting the pump, which enabled them to administer a bolus to manage the high blood glucose. There were no issues with pump performance after the reset, and the customer was advised to monitor for any recurring malfunction codes. Customer may continue to use the pump.